Event description:
It was reported that the patient had an infection and the ams 700 inflatable penile prosthesis components were all removed and the washout procedure was performed. The patient was given an another implant. The patient condition was reported to be fine. Further information has been requested and is not yet available, should additional information become available a supplemental report will be submitted. Additional information received the device worked fine.